Event description:
It was reported to philips that etco2 test failed during opcheck. There was no patient involvement.

Manufacturer narrative:
The etco2 module was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this etco2 module. Philips cannot rule out a malfunction of the etco2 module at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.